Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.

Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized due to a blood glucose level of 370 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline, insulin, and glucose. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Tandem technical support performed a pump system check and determined an empty cartridge alarm occurred. Customer changed the cartridge and resumed insulin delivery.